Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of the emergency room visit was 253 mg/dl. The customer explained that he had caught a stomach sickness that caused him to vomit, spill ketones and become dehydrated. The customer stated the main cause of the hospitalization was dehydration and large ketones. The customer was treated with three liters of fluid at the hospital. The customer did not return the product for analysis.